Event description:
On (B)(6) 2026, it was reported that dr. (B)(6) returned a silent nite sleep for credit because the anchor broke. Half of the reported device was discarded by the patient when the device broke. The remake will be a silent nite gl hinge. Additional information received reported that on (B)(6) 2026, while the 48-year-old, male patient was sleeping, the device broke. The patient stopped using the device on the day it broke. There was no harm caused to the patient and no medical intervention was required.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).